Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that they received a 18in recliner with a broken drive wheel the rim was busted.